Manufacturer narrative:
Mfg site ID was updated to 3004209178. The main component of the system and other applicable components are: product ID 3708695 lot# serial# (B)(4) implanted: (B)(6) 2016-11-08 explanted: (b)() 2016 product type extension.

Event description:
Additional information received from a manufacturer representative reported that when a procedure was performed, it was noticed that there was pus around the implantable neurostimulator (ins) site so the ins was explanted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had pain slightly upwards of the implantable neurostimulator (ins) site. The hcp stated it was possible that involuntary pulling of the body due to dystonia caused the extension to move upward. The diameter of the extension then became partly thick interfering with the body inside. No diagnostics were done. The patient was alive with injury at the time of this report. Surgical intervention did not occur, but a surgery was scheduled to identify the cause of the issue. The issue was not resolved at the time of this report. The patient¿s indication for use is dystonia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.